Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #2 date of submission 16-mar-2018. The correct date of submission for follow up #1 is 16-mar-2018

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal and at the threads traveling to the grip pad and from the case seal traveling to the grip pad. Unrelated to the original complaint, the threads of the returned battery cap were stripped. The returned battery cap was unable to secure to the returned pump or a test pump. A test cap was used and able to properly secure to the returned pump for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.